Manufacturer narrative:
The insulin pump was returned with a depleted energizer alkaline battery installed; there is no data available due to the insulin pump was received without a battery installed. Unable to verify 4.3 unit bolus anomalies in the down load history file. However, the insulin pump passed the functional test, including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed and monitored for 3 days; no unexpected bolus anomaly noted. The insulin pump was programmed with multiple boluses and monitored, all boluses delivered properly and were listed in the bolus history screen; no delivery anomaly or bolus anomaly noted during testing. The insulin pump communicated properly with the glucose simulator and the minilink transmitter. The threshold suspend low suspend alarm functions properly. The insulin had a minor scratch on the display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump shows a bolus that she did not administer to herself. The customer's blood glucose reading was 76 mg/dl at the time of incident and 58 mg/dl at the time of the call. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Additional information has been received, which was not included with the follow up report. The information has been provided with this report. The insulin pump passed the delivery accuracy test.